Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station configuration caused the system to remain stuck on the blue screen. The technical support specialist (tss) remotely accessed the station and logged off from carefusion network administrator. The station was configured to auto-launch in carefusion application, and the dependencies.xml path was updated. The carefusion.systemmanagement.client.agenthost.exe file was moved to the carefusion application startup folder. The station was then rebooted into application mode, and the med application launched successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es frozen on blue screen, which located on unicu1. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.